Event description:
Customer reported on a capsule that has been not detached after four weeks. Attachment confirmed by x-ray. A day after, the retained capsule has fallen off and patient is well.

Manufacturer narrative:
(B)(4).